Manufacturer narrative:
The customer indicated routine maintenance has been performed on the instrument and has since been operating within specifications. A specific root cause could not be identified. The affected electric wire/socket has been discarded by the customer preventing further investigation. An image provided for investigation showed a large amount of dust was around the electric wire/socket. This could affect the recommended environmental condition of the instrument by preventing good ventilation. This is addressed in product labeling.

Event description:
The customer alleged a burning smell from the device. After checking inside the device, they found one electric wire and socket were burned out. The date of incident was requested but not provided. No adverse event occurred. The customer indicated replacements were made to the affected parts and the device worked fine afterwards. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
The initial investigation has confirmed a burning electric wire and socket. The location of the wire and socket is thought to be on the rear side of the device. Additional information for further investigation was requested.

Manufacturer narrative:
This event occurred in (B)(6).